Event description:
It was reported to philips that the device unexpectedly shutdown during operational testing. There was no patient involvement.

Event description:
It was reported to philips that the device unexpectedly shutdown during operational testing. Upon further clarification, it was determined that the device experienced an ECG bias error and then subsequently shut off. This was not a power related issue. An authorized field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and it was determined that the processor pca needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The processor pca was replaced to resolve the reported issue and the device remains at the customer site. No further evaluation is required at this time.